Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is due to be revised this week beginning the (B)(6) 2020. Patient is retired bacteriologist. 3-4 weeks ago (mid (B)(6) 2020) ¿ stooped to pick something up from floor ¿ sudden groin pain ¿ which settled quickly. No ongoing pain since then. Only squeaks when walking and using stairs. Audible (classic) squeak when walking. Patient shown his post op and previous films as compared to today ¿ liner dissociation noted and explained. Given a pair of crutches informed that we will discuss his case at our arthroplasty mdt on thursday and in turn with the cod and plan appropriate management. I will ring the patient with the plan.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device and x-ray image finds evidence to support disassociation of the liner from the cup while implanted. Error in material or manufacture was not identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. Corrected: h3.